Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 5. The rn stated the patient had not disconnected since the start of therapy. The rn stated she checked all connections and could not find any source of any leak. The rn confirmed that there was air in the patient line. The technical service representative (tsr) assisted the rn to cycle power to clear the alarm. The rn confirmed she closed off the transfer set and would call the peritoneal dialysis nurse to come disconnect the patient and remove the cassette. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter's down arrow button moves too quickly. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.